Event description:
A medwatch report was received from the initial reporter on 9/21/07, which indicated a pt had their bjork-shiley convexo-concave aortic heart valve replaced after an "ultrasound showed valve profile was deteriorating." The pt survived the surgery.

Manufacturer narrative:
Device eval summary: the valve is currently being evaluated by an outside lab and a report is pending.